Manufacturer narrative:
The device was returned for analysis. The reported ¿unknown product experience¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the pre-close technique was used and the sheath was upsized to greater than 8.5f sheath. It was confirmed that no vessel damage occurred. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was used during an endovascular aneurysm repair (evar) interventional procedure; however, an unknown product experience occurred. The method to achieve hemostasis was not specified. No additional information was provided.